Event description:
Account reports pt was to receive pca therapy of demerol via pca ii pump. However, it was discovered that pt had an allergy to demerol and as a result the prescription was changed to morphine. When the pump was being set up and programmed, a morphine syringe was placed into the pump, however, the nurse programmed the pump using the demerol prescription. As a result, the pt received an overinfusion of morphine which resulted in the pt's 02 stats dropping. The pt was administered four amps of narcan for reversal. Per reporter, the pt has fully recovered.